Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the exact root cause of the problem reported could not be determined. The manufacturing records for this lot were reviewed and did not reveal any relevant discrepancies, design or quality concerns. A search of our field surveillance database yielded no other complaints of this type with this lot.

Event description:
Per received report: as the coil was being advanced into the microcatheter, the coil detached unintentionally inside the microcatheter. There was no detachment attempt with the detachment control box reported. No patient injury occurred nor additional medication administered per additional report received from the distributor on (B)(4) 2011.